Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that patient faced infusion set tape not sticking event on (B)(6) 2024. The infusion set came off when patient was taking a shower. No further information available.